Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2000. Subsequently, patient's legal counsel reports patient allegations of pain, bone/tissue damage, lack of mobility, loosening and metallosis. Review of invoice history indicates patient underwent a revision procedure on (B)(6) 2002. The modular head and femoral stem was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a right hip revision procedure on (B)(6) 2002 due to loosening. Revision operative report noted the presence of fibrous tissue with granulomatous disease and a loose stem. The modular head and stem were removed and replaced. Operative report further noted patient underwent an additional right hip revision on (B)(6) 2002 due to dislocation. Operative report noted the presence of an osteophyte and nonunion of a fractured greater trochanter. The modular head, liner and acetabular cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014-06538 /-06539 & 2015-01103 /-01104).